Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was stalling and had a lack of rotation speed with the driver during an attempted insertion. The needle would not go through the bone when attempting to drill after pushing the tip of the needle through the patient's tissue. They were unable to achieve io access. There was also a laceration to the patient's skin around the attempted insertion site requiring sutures.